Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 18-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that there was a misconnection between the multi-access catheter to the endotracheal tube. Per additional information received on (B)(6) 2017, the patient, an infant, was intubated and positive pressure ventilation was applied using a t piece. A multi access catheter was added to the endotracheal tube. The patient began to experience bradycardia, heart rate in the 70s, desaturation to 60s, mottled and pale appearance was noted. The pressure was lost on the panda warmer. The cause at the time was unknown, and the t piece was disconnected and the patient was manually bagged with self inflating bag on fi02 of 21%. The patient's heart rate quickly improved to over 100bpm, and their color improved. Oxygen saturation did not improve. A health care member at the bedside noted that the multi access catheter was not connected to the endotracheal tube correctly. They believe that this may have been the cause of the loss of pressure via the t piece. Once the multi access catheter was correctly placed, pressures were regained on the radiant warmer. Use of the self inflating bag was discontinued and restarted using the t piece. The purpose for intubation of the infant was to administer surfactant to the patient's lungs. The patient was reported to be younger than 0-3 years, but an exact age was not provided. No further information has been provided at this time.